Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed from the blood side to dialysate side upon startup and the machine alarmed. Estimated blood loss was 100cc's. Pt had no adverse effects and required no medical intervention. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed with a separation of polyurethane potting compound and the dialyzer housing on the cavity ID end. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.